Event description:
Litigation alleges that the patient experienced the following on account of his asr right hip implant: pain; discomfort; fatigue; swelling; and difficulty standing and walking.

Manufacturer narrative:
Additional narrative: depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 9/7/15 medical records received. After review of the medical records for MDR reportability, the (unknown) stem and taper sleeve are being added to the complaint for the high metal ions reported. No labs were provided. This complaint was updated: 10/2/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.(B)(4)

Event description:
(B)(4). Litigation alleges that the patient experienced the following on account of his asr hip implants: pain; discomfort; fatigue; swelling; and difficulty standing and walking. Patient is bi-lateral. Right hip: doi: (B)(6) 2009 dor: none indicated. Left hip: doi: (B)(6) 2009 dor: none indicated. (B)(6). Update 8/17/12 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation update 1 oct 2014 - der rcvd. (Right) added surgeon name, activity level, dor, sales rep info, sleeve and added raised metal ion levels as a reason for revision.

Manufacturer narrative:
Additional info: catalog and lot #. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.